Manufacturer narrative:
(B)(6). It was thought that this occlusion had possibly happened when the lad had occluded as the patient was very sick with hypotension and st elevation. Although a balance middleweight universal guide wire, a whisper ms guidewire and two non-abbott guidewires were used, the rca was unable to be re-opened, as none of the guide wires were able to cross. On the same day, during a different procedure, the xience xpedition stents in the lad re-thrombosed and were successfully treated. Upon follow up, the patient continues to have severe left ventricular dysfunction with an ejection fraction (ef) of 0.29. Patient was noted to have a normal ef prior to initial procedure. At this time, no additional intervention was performed to treat the occlusion in the rca. The patient has been discharged to home and is currently is stage iii heart failure with poor left ventricular and right ventricular function. No additional information was provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a coronary procedure with placement of a 3.0 x 18 mm bioresorbable vascular scaffold (bvs) implanted in the mid left anterior descending (lad) artery across a diagonal branch. There was residual stenosis of about 20-30%, but no angioplasty or stenting was required. Pre-dilatation was performed in the right coronary artery (rca), using an unknown trek dilatation catheter and a dissection occurred. A 3.0 x 18 mm xience xpedition stent was implanted in the distal right coronary artery (rca) and a 3.0 x 18 mm bvs and a 3.5 x 18 mm bvs were implanted in the mid and proximal rca. Due to the length of the dissection, two bvs were required. Post procedure, results seemed to be fine; however no intravascular ultrasound (ivus) or optical coherence tomography (oct) was performed. The patient did well and was discharged to home on (B)(6) 2013. The evening of discharge, the patient experienced chest pain and was re-admitted to the hospital on (B)(6) 2013. Electrocardiogram noted st elevation and an acute myocardial infarction was diagnosed. Angiography was performed and thrombosis of the lad at the scaffold where the diagonal came off was noted. Guidewires were advanced with difficulty to the site, but a 3.0 x 38 mm xience xpedition stent and a 3.5 x 12 mm xience xpedition stent were able to be placed over the bvs and the vessel was re-opened. On (B)(6) 2013, the patient was brought back to the cath lab for ivus of the lad, and it was noted that the rca was occluded.